Event description:
The MFR was informed on 09/aug/2011, that the customer is returning the bentson straight fixed core wire guide for eval due to possible separation. The wire guide was knotted around bare stent of zenith stent graft. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence and the pt did not experience any effects due to this observation.

Manufacturer narrative:
Event is still under investigation.